Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot (B)(4), ubd: 22-may-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient had continued back pain from the laminotomy/laminectomy which was the reason they were implanted with the device. The pain from the stimulator was good, but the pain from the incision area was awful. The patient notified their healthcare provider (hcp) and they were directed to schedule an appointment with the neurosurgeon that implanted the patient for explant. It was reported that the patient wanted to have their device explanted. Additional information was received from a healthcare provider (hcp). It was reported that the system was not working anymore. The hcp removed the system because it was not working anymore. The implanted system was causing discomfort, so the hcp removed it. It was also reported that when the hcp went to remove the lead, part of it broke off and is still in the patient. It was mentioned the patient needs an MRI. No further complications were reported.

Manufacturer narrative:
Product ID 977c165 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. The healthcare professional called to ask about whether they can do an MRI on patient with an incomplete system. The stimulator had not been working well for patient and it was removed. The physician found that the lead was embedded in the spinal canal and could not be extracted. The healthcare professional would like to be able to perform an MRI on the patient with an abandoned lead. The patient was not getting relief so they wanted to do an MRI to see what was going on with other back problems. The patient had back pain. They removed the ins and one of the leads was embedded in the spinal canal so they cut it. They could not determine the length of the remaining lead so they did a myelogram. The cause of the ins not working was unknown. No further complications were reported as a result of this event.